Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
N/a.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2017 a field service engineer (fse) found that the filter housing was not properly installed on the instrument. The fse re-installed the filter housing and ran drain flush. The fse ran patient samples without any errors. The instrument is functioning as designed. A 13-month complaint history review for (B)(4) found no other similar complaints during this time period. The g8 operator's manual states under chapter 1, introduction and applications: hemoglobinopathies: mathematical algorithms used in the software exclude hemoglobin variant peaks eluting after the a0 peak when calculating the total area. The sa1c% is usually not affected in such situations, although chromatograms should be carefully reviewed. Hbs, hbd and hbc elute after the a0 peak. The sa1c% is generally reportable on the g8 when these hemoglobins are present in the heterozygous state with hba. Total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. The most probable cause of the hemoglobin variant peaks on patient samples was attributed to the column and filter. The most probable cause of the low total area was attributed to the new filter being incorrectly installed.

Event description:
On (B)(6) 2017 a customer reported hemoglobin variant peaks eluting after the ao peak on patient samples. The customer was instructed to replace the column and filter, which eliminated the hemoglobin variant peaks, but begin getting low total areas. The customer was unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.